Manufacturer narrative:
The test strips associated with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were tested and found to have failed for control solution high. In addition, the test strips failed for the meter did not display control solution under the result reading as expected. A blank space indicates incorrect detection of the control solution sample applied. The meter has also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining control solution readings of "198 and 222 mg/dl" which fell above the control solution range printed on the vial of test strips. This complaint is being reported because the alleged control solution issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.